Manufacturer narrative:
(B)(4).

Event description:
It was reported during the initial implant procedure, the impedance of the ventricular lead was low. The lead was not used and a new lead was implanted. The patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.